Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
Champion af study. It was reported that a pericardial effusion occurred. The patient was enrolled into the champion af study on (B)(6) 2021, and the procedure was performed three days later. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. On the same day post index procedure, transesophageal echocardiography (tee) revealed a 5.0mm pericardial effusion with left to right atrial septal shunt of greater than 3mm in size. The patient was discharged home the following day. It was further reported that aspirin and edoxaban was administered prior to the procedure. The patient was discharged on aspirin (100mg) and clopidogrel (75mg) at discharge. One hundred twelve (112) days post index procedure, 4 month laa imaging and tee assessment revealed a left ventricular ejection fraction of 50% and complete seal with a pericardial effusion of 3mm. No thrombus was noted.

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2021, and the procedure was performed three days later. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. On the same day post index procedure, transesophageal echocardiography (tee) revealed a 5.0mm pericardial effusion with left to right atrial septal shunt of greater than 3mm in size. The patient was discharged home the following day.

Manufacturer narrative:
B5: describe event or problem - updated. H6 patient code corrected from e0619 pericardial effusion to no clinical signs, symptoms, or conditions e2403. H6 impact code corrected from f12 serios injury/illness/impairment to no health consequences or impact f26.

Event description:
Champion af study it was reported that a pericardial effusion occurred. The patient was enrolled into the champion af study on (B)(6)2021, and the procedure was performed three days later. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21.0mm. On the same day post index procedure, transesophageal echocardiography (tee) revealed a 5.0mm pericardial effusion with left to right atrial septal shunt of greater than 3mm in size. The patient was discharged home the following day. It was further reported that aspirin and edoxaban was administered prior to the procedure. The patient was discharged on aspirin (100mg) and clopidogrel (75mg) at discharge. One hundred twelve (112) days post index procedure, 4 month laa imaging and tee assessment revealed a left ventricular ejection fraction of 50% and complete seal with a pericardial effusion of 3mm. No thrombus was noted. Core lab laa imaging on the same day revealed complete seal with pericardial effusion. No thrombus noted from core lab review. It was further reported that the pericardial effusion was not worsened by the procedure from the baseline that was noted. The facility confirmed that the pericardial effusion is not significant and not related to the procedure. The allegation of a pericardial effusion has been withdrawn.